Event description:
The novasure device was placed into the uterine cavity. The width was obtained. A test failed. The device was removed and placed again. It was tested and passed. The ablation was started and the device shut off on its own after 10 seconds. Attempts made to reinforce seal around the cervix and tried again, but the test failed. Company rep contacted. Second device used and was successful.====================== health professional's impression======================fluid backed up into the filter causing failure of device (per information received from company representative)